Event description:
The sales representative reported on behalf of the customer that the 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a lap chole procedure on (B)(6) 2023 when it was reported, ¿the laparoscopic l hook broke off during the procedure.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed as planned with a few minutes delay. Further assessment questioning found that the component fell into the abdominal cavity of the patient and was retrieved using lap graspers. The patient was discharged as normal. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a lap chole procedure on (B)(6) 2023 when it was reported, ¿the laparoscopic l hook broke off during the procedure.¿. There was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed as planned with a few minutes delay. Further assessment questioning found that the component fell into the abdominal cavity of the patient and was retrieved using lap graspers. The patient was discharged as normal. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the black insulation on the electrode is frayed and coming off the electrode. The electrode was returned disassembled from the device. There is evidence of soldering on the electrode. A likely cause for this issue is the application of excessive force during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.